Manufacturer narrative:
The foot control device was received for evaluation. The foot control device was tested and the reported condition could not be duplicated. The reported condition was not confirmed. Ref: (B)(4).

Event description:
Report received from the us stating that, during pretesting, it was observed that the foot control device was "leaking oil." There was no delay in scheduled surgery, as an identical spare foot control device available. No injuries or medical intervention were reported. There was no additional information provided.